Event description:
It was reported that when using the pyxis medstation es system, the screen for medication selection was grayed out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to system performance issue. A technical support specialist guided the customer through the issue and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.